Event description:
A 2.5mm diameter x 30mm length micro driver mx2 coronary stent delivery system was inserted into a pt for the treatment of obtuse marginal lesion. Lesion morphology was reported as calcified and tortuous. The lesion was pre-dilated and the stent was deployed successfully. The micro driver stent was reported to look fine post deployment and post dilation to 16atm. Pictures were taken and showed what the physician thought to be a big chunk of plaque in the middle of the stent. The physician went back with an ivus and visualized that the stent had broken into 2 pieces. The physician used another MFR's stent and deployed it successfully in the center of the deployed micro driver. The pt was reported to be fine.

Manufacturer narrative:
Results: lack of info (no films or operative report were provided), conclusion: lack of info (no films or operative report were provided). Other, required secondary intervention. (Stent fracture).